Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a left ventricular (lv) lead safety switch (lss). The lv pace impedances were measuring greater than 2,000 ohms in the biopolar configuration. The impedances in the unipolar configuration were within normal limits. Boston scientific technical services (ts) discussed having the health care professional (hcp) bring the patient into the office to evaluate other configurations and to clear the alert within the system. No adverse patient effects were reported. This product remains in-service.